Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, the vh-3030 failed to deliver energy. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that there were no non-conformities with the device. A pre-cautery test was performed on the device with a reference power supply and hemopro tool. The device passed the pre-cautery test; the hemopro device produced energy and steam, and did not remain activated. Based upon the functional test, the reported failure could not be confirmed. Internal file number - (B)(4).